Event description:
It was reported to st.jude medical that during a follow-up, a sensing anomaly was observed. The pt was reopened and measurements were performed directly on the lead. X-ray showed no difference in position of the lead. An attempt was made to reposition the lead; however, the sensing anomaly was still present. Another attempt was made to reposition the lead, and at that time the helix was difficult to extract. As the helix was not all the way extracted, the lead moved out of its position and the problem continued. It was not possible to get the helix to retract or extract any longer, and it became stuck in the valve. The physician elected to replace the lead.